Manufacturer narrative:
Brand name corrected from rotablator rotational atherectomy system to rotawire¿ and wireclip¿ torquer. (B)(4). Device evaluated by MFR.: the device was returned for evaluation. Visual inspection noted that the device was kinked at the distal tip and the spring tip was fractured at 329.5cm from the proximal end. Dimensional inspection observed that the outer diameter (od) of the distal tip, middle of the device and the proximal section were within specification. The overall length could not be performed as the distal tip was fractured. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05658. It was reported the distal tip of the rotawire was broke and remained inside the patient. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The unspecified balloon and stent were unable to deliver to severely calcified lesion. So, the physician then decided to perform rotablation on proximal lad with a 330cm rotawire and a 1.25mm rotalink burr. The burr was then up sized to 1.5mm rotalink burr, during ablation it was noted that middle part of the distal tip(2.2cm) on the wire fractured. The physician tried to retrieve the fractured portion with a snare but failed. The physician planned to fix the separated wire tip with stent to the vessel wall; however; the fractured portion was pushed into the distal side branch of the lad while replacing it with a non-bsc workhorse wire and was left inside the patient¿s body. No further patient complications reported and patient status was stable, so the patient was discharged the next day. In the following week, the patient was admitted to ICU due to brain disease. According to the doctor who did rotablation procedure, all values related to heart were normal. The doctor thinks rota wire fracture didn¿t contributed to the patient¿s re-admission to hospital.

Manufacturer narrative:
(B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05658. It was reported the distal tip of the rotawire was broke and remained inside the patient. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery (lad). The unspecified balloon and stent were unable to deliver to severely calcified lesion. So, the physician then decided to perform rotablation on proximal lad with a 330cm rotawire and a 1.25mm rotalink burr. The burr was then up sized to 1.5mm rotalink burr, during ablation it was noted that middle part of the distal tip(2.2cm) on the wire fractured. The physician tried to retrieve the fractured portion with a snare but failed. The physician planned to fix the separated wire tip with stent to the vessel wall; however; the fractured portion was pushed into the distal side branch of the lad while replacing it with a non-bsc workhorse wire and was left inside the patient¿s body. No further patient complications reported and patient status was stable, so the patient was discharged the next day. In the following week, the patient was admitted to ICU due to brain disease. According to the doctor who did rotablation procedure, all values related to heart were normal. The doctor thinks rota wire fracture didn¿t contributed to the patient¿s re-admission to hospital.